Event description:
During atrial fibrillation ablation, electrophysiology study, transseptal puncture at [time redacted] lost lead ii and gain greatly diminished on remaining leads. Healthcare provider had to switch to lead ii to read. [Time redacted] not reading heart rate (hr) correctly on lead iii, reading 13 and hr is in the 90s. [Time redacted] procedure completed. Machines off. Lead iii back but low voltage, merge system not reading correctly.